Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number requires further correction. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the stroke, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6. Investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information: there was no impella access site complication.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient implanted with an impella 5.5 suffered a cerebrovascular hemorrhage which was confirmed via head computed tomography scan. Despite the insertion of the impella 5.5, the patient was unable to be weaned off extracorporeal membrane oxygenation (ECMO) and maintained at an activated clotting time of 200 or higher. Before switching from an impella cp to an impella 5.5, maylon purge was being used as the purging fluid. The doctor said he did not believe the impella was the cause. The patient died due to loss of brainstem function following brainstem hemorrhage. ECMO could not be weaned. Heparin administration was discontinued upon confirmation of cerebral hemorrhage. Purging with sodium bicarbonate was also continued. The exact cause of death was unknown, but the doctor commented that the impella was not considered to be the cause of death.